Event description:
It was reported that oversensing of noise on the ventricular channel resulted in inappropriate high voltage therapy. The physician suspected a setscrew issue and opened the pocket to tighten it down. The noise could not be reproduced. The device was reprogrammed and the system remains implanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The field event of inappropriate therapy and noise was verified via the stored egms. The device was tested on the bench and on the automated electrical test system. All device functions were normal.